Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cells were found defective and a replacement was required. Visual inspection of the returned platform was performed and found no physical damage. Both front and bottom covers were removed and no trace of fluid/blood ingress was observed. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 on the customer reported event date. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse platform sn (B)(4).

Event description:
During the in-service training, the autopulse platform displayed user advisory (ua) 07 (lifeband not present) error message. Per customer, prior to this event, the autopulse platform was exposed to bodily fluids during the call. The customer attempted to clean the device, however, the platform does not perform compressions and displays an error message. No patient involvement.